Manufacturer narrative:
Additional information: a manufacturing record evaluation for the complaint device could not be performed, since the physical record could not be located. An internal corrective action has been opened to address this issue. If the physical record is located, a manufacturing record evaluation will be performed, and a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor siltex round moderate profile 325cc, catalog # 3542650, lot # 162310. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a primary breast augmentation with a saline mentor siltex round moderate profile 325cc and experienced deflation on the right side post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019.